Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during a procedure the setscrew did not tighten. After multiple attempts with the torque wrench they opened a new ins and it tightened immediately. The issue resolved at the time of this report. The patient status at the time of the report was alive no injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found that the setscrew was backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.